Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, five heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other pt complications were reported by the hosp. This report is for the fourth seal that cracked and a subsequent seal was used to attempt completion of the procedure.